Manufacturer narrative:
Returned but not yet evaluated.

Event description:
It has been reported that the provisional fractured during the sterilization process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured,tasp exhibits signs of repeated use and has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.